Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, on/off current testing and functional stress testing without duplicating the report. The device passed the final test and was recertified and returned to the customer. Review of the device history log showed battery life at less than 10% and occurrences of CPR error. This caused the device to remain in red x condition and emit audible beeps to warn the user, which will cause the batteries to drain. However, batteries used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend